Event description:
It was reported that the pump alarmed motor service due. There was no patient involvement. Device evaluation revealed a delaminated downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection of the pump showed the downstream occlusion (dso) seal was delaminated. Review of the event history log showed medium alarm displayed: motor service due. Functional testing was performed. The dso seal was replaced. The motor was replaced for the motor service alarm. Device passed all testing following the repair.